Event description:
As reported for this event by the customer, during an unknown therapeutic procedure the device stopped working in the patient body. There were no parts of the device that fell off. The teflon pad of the device was worn. The procedure was completed with a new similar device with a delay of 10 minutes that was not clinically relevant. There is no harm or adverse impact to the patient. The operator of the device is an experienced user of the device who understand the risk of teflon pad deterioration.

Manufacturer narrative:
Full address of the facility is receipt and distribution main store, uttoxeter road - loop road south. The olympus territory manager (tm), when onsite, checked the error history for the device and observed repeated short circuit errors on the event day, with three in short succession before the device stopped working. Tm discussed steps to avoid teflon pad damage with the theatre team (including: the intelligent tissue monitoring function to be on, not over-activating when taking small bites, and not activating with no tissue in jaw). Tm also re-explained the common error messages (short circuit/open circuit and probe damage error) and how to troubleshoot them. In addition, tm will provide user guides for the device. The device has been returned but the device evaluation is not yet begun. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device evaluation could not confirm the damaging of the broken probe or tissue pad as described in the event description. The tissue pad in the grasping section was worn away, but the broken of the tissue pad was not confirmed. There was no crack and breakage in the probe. Scratches on the tip of the probe were observed. No scratches or contact marks were observed on the non-insulated area of the grasping section. The coating of the grasping section was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the physical investigation result, the exact cause of the event could not be exclusively identified. The short circuit error was likely occurred as following mechanism: when output in seal & cut mode, the probe came in contact with metal or a surgical instrument. Scratches were generated on the probe and the short circuit error occurred. The worn of the tissue pad likely occurred as following reason: grasping section was closed without grasping anything while the output in seal & cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. The following information is stated in the instructions for use which may have prevented the event: "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.". Olympus will continue to monitor field performance for this device.